Event description:
It was reported the single use aspiration needle was inserted into the patient and when the fielder guide wire set was attempted to be inserted it got stuck. The issue occurred during a therapeutic interventional endoscopic ultrasound procedure. The procedure was completed using a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. Corrected field: g2: health professional, company representative and distributor are not applicable to this event. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the customer's reportable malfunction was not confirmed. However, it is likely possible, that the malfunction did occur. Based on the results of the investigation, a definitive root cause could not be determined. However, depending on manufacturing variations within the design values, there is a possibility that the e0018450ag-2, may not be able to be inserted into the needle tube. The event can be prevented, by handling the device in accordance with the following instructions for use: do not operate the guidewire with excessive force. In particular, do not pull the guidewire if you feel resistance. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was extended for about 5 minutes to replace the device with a new one. The malfunction occurred during the middle of the procedure.